Manufacturer narrative:
The device was returned for analysis. The reported activation failure was unable to be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the anatomy and/or inadvertent mishandling resulting in the noted multiple stent sheath/inner member kinks preventing the shaft lumens from moving freely; thus resulting in the reported activation/deployment failure. Manipulation of the device after usage/removal resulted in the noted kinked jacket, the noted tip separation and the noted stent damages (separated/bent/stretched/broken struts, separated stent tabs). Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the femoral artery. The 8x80 mm absolute pro self expanding stent system (sess) was advanced to the lesion and deployment was attempted but the stent did not open correctly. Therefore, the device was removed and a new device was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.